Event description:
In 2008, the pt reported he began using his new insulin infusion device yesterday at 3:50 pm and his blood glucose reading when he started using it was 69 mg/dl. He stated that within 1 hour, he noticed the device was "leaking". He stated the leak appeared to be between the infusion set and cartridge at the luer lock area. He said he changed his infusion set, cartridge and adapter and watched the device for 1 hour and it did not leak. At 7:18 pm, the pt tested his blood glucose and his reading was 500 mg/dl. Symptoms were loss of vision, numbness and headache. He said the device was again leaking and insulin was inside the cartridge chamber. He stated he switched to another infusion device, bolused insulin, and his readings were back to normal by bedtime. To troubleshoot, the pt confirmed the time and basal rates on his infusion device are correct. He stated he changed the cartridge following the display menu on the infusion device. The pt said he discarded the infusion set in use at the time of the incident. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.